Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7078071/7080978. Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-70 (sn: (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-70 (sn: (B)(6)). The returned lead was analyzed and revealed that multiple cables were broken at the kinked location near the set screw mark of the clik anchor. With all the available information, boston scientific concludes the reported event was confirmed. There are no exposed cables at the fracture site. The likely flexing of the lead at the exit point of the clik x anchor caused the reported issue. The fall likely subjected the lead to excessive mechanical stress, resulting in cable fractures at the clik x anchor site. Therefore, the probable cause was identified as a known inherent risk associated with implanting a spinal cord stimulator (scs) device.

Event description:
It was reported that the patient's ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy. Additional information was received that following a non-device related fall, the patient experienced inadequate stimulation, and the leads had migrated, resulting in high impedances on the contacts. The leads were also replaced during the procedure and were returned for analysis.